Event description:
Patient reported that device has been continuously beeping since yesterday afternoon. Pt stated that device's screen is foggy (partial display), which resulted from insulin leakage inside the device's cartridge chamber. Patient did not see a crack in the insulin cartridge, but she did smell insulin. No error messages were generated by device. Patient's blood glucose was not affected, and no treatment was received. Patient switched to back-up device.